Event description:
It was reported that the artificial urinary sphincter (aus) had a fluid leak caused by a hole in the tubing. A revision surgical procedure was performed in which the existing device was explanted and replaced with a new aus. There were no patient complications.

Manufacturer narrative:
The implant date, explant date, lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.